Event description:
The target lesion was the mid right coronary artery (rca). The lesion was an in-stent restenosis of a bare metal stent. The lesion was tortuous and totally occluded. Aha/acc classification of the vessel was type c. The lesion length was 30mm and vessel diameter was approximately 3.5mm. The procedure was an emergency case due to acute myocardial infarction. Pre-dilatation was conducted with a 2.75 x 14mm balloon at 14atm for 30seconds. A 3.5x 18mm cypher stent (lot i1006004) was implanted at 16atm for 30 seconds. A 3.0x24mm duraflex stent was also implanted at 16atm for 30seconds distal to the cypher overlapping it. Post-dilatation was conducted with the cypher sds balloon at 18atm for 30seconds. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. Two days later, the patient complained of chest pain in the hospital. Coronary angiography (cag) was conducted and thrombus was observed in the proximal end of the cypher stent that was implanted. To treat the thrombus, pci was being conducted, but the guidewire could not cross the stents. A thrombolytic agent (t-pa) was injected, but the occlusion remained. Chest pain then subsided and the patient's condition was stable. The patient will be continuously hospitalized for follow-up and cag will be conducted three weeks later.

Manufacturer narrative:
This device (lot i1006004) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.